Event description:
It was reported that the lens was inserted and intraoperatively removed from the patient's eye due to posterior capsular tear. The lens was successfully replaced with another lens model. Additional information has been requested, but has not been received. Please reference MDR# 2031924-2013-00030 for the intraocular lens.

Manufacturer narrative:
The delivery device was requested, but has not returned to bausch + lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.